Event description:
It was reported that the device had a downstream occlusion failure. There was no patient involvement and no patient harm/ no adverse event reported. The product fault occurred during testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.one device was received. Per visual inspection, the liquid crystal display (lcd) lens scratched, battery door crack, ¿dso¿ seal bubble. A ¿dso¿ failure was found during functional test. The complaint was confirmed. The cause was a bad ¿dso¿ sensor. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replace ¿dso¿ sensor, seal, and bezel. Replaced lcd lens, lcd lens seal, battery door, keypad, overlay gray, rear label. The device passed all functional tests after the repair.